Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons are not clearing the button alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report. The device evaluation was completed. The additional data is provided below: the insulin pump alarmed for a button error and had intermittent escape button response due to a flattened button dome switch. The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads and a missing end cap sticker.